Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to hcp meter comparison test was performed, within 10 minutes, with the surestep meter reading 293 mg/dl and the doctor's meter (type unknown) resulting in 240 mg/dl. No symptoms were reported.